Manufacturer narrative:
Analysis of the lead (s/n (B)(4)), found # 1, # 2, # 3, # 4, # 6 and # 7 conducts were broken 14.1 cm from the distal end.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 97791, lot# n394956, implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) that at the end of (B)(6) they started having a decrease in the effectiveness of therapy. Relevant medical history includes failed back surgery syndrome and spinal pain. The patient met with the rep. After that and was reprogrammed. At that time two electrodes were out of range. Another rep. Met with the patient on (B)(6) because the new group that was made was no longer effective. Impedances were tested again and it showed that electrodes 1, 2, 3, 4, 6, and 7 were all greater than 10 ,000. The patient denied any falls or traumas. Reprogramming away from those electrodes was performed and was able to cover the patient's pain area, but the issue wasn't resolved. A lead revision was performed on (B)(6). The physician opened the battery pocket first and disconnected the lead wires and placed them into a multi-lead trialing cable (mltc). Impedances were tested at 3.0 volts with electrodes 1, 2, 3, 4, 6, and 7 all being over 40,000. There were no obvious lead fractures or issues at the battery site. The paddle lead was explanted and replaced with different leads. The surgeon noted a darker area on the 0-7 wire up closer to the paddle. He placed steri-strips on each side of it to mark the area, and also removed the bump anchors. There were no issues noted there. Following replacement the patient was getting effective therapy with the new leads. The lead was going to be sent back for analysis.

Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 97791, lot# n394956, implanted: (B)(6) 2013, product type: accessory. Analysis was not available at the time of the report. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had her implantable neurostimulator (ins) taken out (B)(6) 2015 and returned for analysis because it looked like it had been burned. It had malfunctioned somehow, so the healthcare professional put a new one in. This one just had leads, not a paddle like the one before. Review of the previously reported event information reasonably suggests the mention of the ins was taken out and returned for analysis referred to lead revision and return analysis of the paddle lead. In addition, the report of "it looked like it had been burned" was referring to the surgeon noting there was a darker area on the 0-7 wire. The patient reported that it stopped working a month before [the lead revision in (B)(6) 2015], and the patient knew something was wrong. Furthermore, the previously reported event information reasonably suggests the allegations of "it had malfunctioned somehow," "it stopped working," and "something was wrong" referred to the previously reported issues with the paddle lead. Synching with the ins showed the battery had a full charge, but the patient had issues with her legs and tried a different program. The patient turned up stimulation to the maximum, and still did not feel anything. The patient later met with the manufacturer representative and healthcare professional, and found two of the leads were not working. The patient also reported that x-rays performed prior to the lead revision showed all 6 leads were not working. The previously reported event information reasonably suggests the allegation of two of the leads were not working was referring to the two electrodes that were out of range, and the allegation of all six leads were not working was referring to the six electrodes on the paddle lead with high impedance measurements (electrodes 1, 2, 3, 4, 6, and 7). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.